Manufacturer narrative:
During inspection and testing of the device, the bending section cover was falling off at the distal end due to loosening or detachment at the joint area. In addition, service found that angulation was insufficient due to a stretched angle wire, there were spots in the image due to abnormality of the image guide bundle, there was loss of some special functions of the image (the image remained intact) due to a broken fiber, there was insufficient light from the light guide lens due to a decrease in output, there were leaks due to damage to the bending section, there was evidence of fluid invasion in the device, and the cord, control body, and connector were damaged due to stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a pinhole in the bending section cover of the scope. The scope was returned to an olympus service center for evaluation. During inspection and testing, the bending section cover was found to be falling off at the distal end of the scope. This report is being submitted for the malfunction found during evaluation (part falling off). There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 17-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external factors or handling. Olympus will continue to monitor field performance for this device.